Event description:
Healthcare professional reported ¿right breast pain with loss of consistence and breast deformity", ¿implant rupture¿, and ¿breast deformity due to loss of consistency compatible with siliconoma¿. Device remains implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, one curved and red particles material on the shell/gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.